Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during the evis exera iii video system center loaner set up, the customer was getting an error code e402 and no image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the olympus account manager and the customer to troubleshoot the device. Tac directed the customer to set up the picture in picture pip/pop image and the images were both turned off. Tac also instructed the customer to adjust the settings to on and changed the scope image to hd and sd. Customer confirmed the pip images was saved internally on the cv-190 system. After further testing with the external pc the live endoscopy image was now displayed, and the images were also capturing with no error messages. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.